Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 500 mg/dl with abdominal pain, extreme thirst and large ketones associated with an alleged no power issue in the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was a replace battery alarm before the pump powered off. The pump was able to power on when the user inserted a new battery in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.